Event description:
Healthcare professional (hcp) reported that mother of homepatient (hp) had unspiked solution bag from homechoice cassette and reconnected the same solution bag to home choice set. On 12/22/97, mother of hp disconnected empty bag from supply line on homechoice set. Mother of hp also disconnected full bag from last fill line on homechoice set, reconnecting same bag to supply line of homechoice set. Therapy continued without incident until pt's last fill, when homechoice automated pd system attempted to draw fluid from the last fill line. With no bag on the last fill line, homechoice machine alarmed "check final line". Hcp reports hp's mother ended therapy at the time the alarm occurred. Pt's mother contacted hcp to advise of incident. Hp was treated with antibiotics as a preventive measure. Hcp states there was no pt injury as a result of this incident. No device failure or malfunction identified.